Event description:
It was reported by the patient of not feeling good, hearing a noise from the device, and then receiving shocks. Additional information was requested and not yet received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2013; 4196 lead, implanted: (B)(6) 2010. (B)(4).